Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following mesh insertion the patient experienced pain, extrusion, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with vaginal hysterectomy, partial vaginectomy, enterocele repair, abdominal bilateral salpingo-oophorectomy, burch colposuspension, cystoscopy, abdominal sacrocolpopexy with mesh due to prolapse.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.